Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the chin with juvéderm voluma® xc, and in the jawline with juvéderm volux¿, and in the oral commissures with juvéderm® ultra plus xc. Thirteen days later the patient experienced ¿swelling warmth and abscess and crusting of skin on left side of face and early onset nodule¿. Patient was treated with bactrim with marginal improvement but went to pcp who increased dosage. After 5 days on higher dose, condition worsened. Events are ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00453 (abbvie complaint#: (B)(4), and MDR ID#: 3005113652-2023-00428 (abbvie complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm voluma® xc.